Event description:
Information was received indicating that the pump exhibited a "no disposable, clamp tubing alarm." Per reporter troubleshooting attempts were not successful. It was reported that the pump settings were: rate 2.2, residual volume 75.4 and 24.6 was given. No adverse patient effects were reported. Per reporter no additional information is available.

Manufacturer narrative:
(B)(6).